Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) was confirmed. Upon evaluation the electrode belt failed the recognition test. The cause for the failure was isolated to a poor solder connection on connector j2 inside of the rear 1 therapy electrode. The root cause for the poor connection was an assembly error. A corrective action has been initiated. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-function therapy electrodes (tes).